Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and the indicated phenomenon not reproduced in the repair department, it is likely that the image was temporarily not displayed due to the cable cut. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image was off-centered due to faulty charged coupled device; a cut was found in the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.